Event description:
As reported to medtronic, hospital staff attempted to deliver a shock, the device indicated abnormal shock and did not appear to deliver the shock. The device was recharged and a shock was successfully delivered to the patient. The reporter stated there were no adverse affects to the patient as a result of device operation.

Manufacturer narrative:
Medtronic evaluated the device and found a broken pin from the hard paddles stuck in the therapy connector. The hard paddles and connector were replaced and the device was returned to the customer.